Manufacturer narrative:
Title: single-institution early experience and learning curve with robotic liver resections source: the american surgeon january 2019 vol. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2013 and 2017, postoperative to robotic liver resection, one patient developed intra-abdominal infected hematoma around the liver resection site and required placement of a percutaneous drain. The hematoma resolved in 2 weeks. Article: aviad gravetz, m.d., iswanto sucandy, m.d., chandler wilfong, m.d., nirrita patel, m.s., janelle spence, b.a., sharona ross, m.d., alexander rosemurgy, m.d., 2019, single-institution early experience and learning curve with robotic liver resections